Manufacturer narrative:
(B)(4). Aseptic compounding service manager. Mfg date: the lot was manufactured from august 7, 2015 to august 9, 2015. The device was returned for evaluation. The reservoir contained 35 ml of liquid. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 5380 mg of flurouracil in 0.9% sodium chloride with final volume of 230 ml. After 50 hours and 10 minutes of infusion, the device still contained liquid. Flow was observed from the device when it was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.